Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing disconnected from the quick release part. He noticed it when he just woke up. No further information available.